Event description:
It was reported that during an unk procedure, before stapling and after loading the reloads to the gun, staplers pins were loose and it was falling off. The procedure was not delayed and completed successfully. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 12/2/2025. D4: batch # 964c05. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that the tcr55 reload was received 8 drivers up and the swing tab was noted to be broken, making the reload nonfunctional. In addition, 21 staples were missing along the staple line. No functional test was performed due to the condition of the reload. The event reported was confirmed and it is related to improper use of the reload causing the staples to fell out. The proper handling instructions should be used when removing and reloading cartridges into the device. It is possible that the damage on the swing tab was due to the reload was not properly loaded into the device, causing the damage to the swing tab and not allowing the device to fire and caused the staples to fell out, the proper handling instructions should be used when removing and reloading cartridges into the device, please reference the instructions for use. It should be noted that each reload is 100% inspected through an automated vision system to ensure that the swing tab is present and in the correct position prior to shipment. Please reference the instructions for use. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 964c05, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.